Manufacturer narrative:
The connex vsm 6000 series of monitors is intended to be used by clinicians and medically qualified personnel for monitoring of neonatal, pediatric, and adult patients for noninvasive blood pressure (nibp). Pulse rate (pr). Noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2). Body temperature in normal and axillary modes. The most likely locations for patients to be monitored are general medical and surgical floors, general hospital, and alternate care environments. Monitoring can be accomplished on the vsm 6000 series bedside monitor itself, and the vsm 6000 series bedside monitor also can transmit data continuously for secondary remote viewing and alarming (e.g., at a central station). Secondary remote viewing and alarming features are intended to supplement and not replace any patient bedside monitoring procedures. Upon inspection, the hrc technician determined that the power cord was burnt. The customer was provided with a replacement power cord. Although no reported injury occurred, if the reported event were to recur, this event could potentially lead to a serious injury. Baxter considers this complaint reportable.

Event description:
The customer reported the device was not charging. It was found during evaluation that the power cord was burned. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#: (B)(4).